Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. It was reported that the pump battery gauge displayed 5% while charging and prior to the malfunction. After the malfunction alarm was cleared, the battery gauge showed 100%. There was no impact to the customer's blood glucose level. It was indicated that the customer was going to use the pump until the replacement was received.